Manufacturer narrative:
(B)(4). Stock lots from account: vp-703-x lot #d4h1371x; date of manufacture: 08/01/2014; date of expiration: 08/31/2019. Vp-703-x lot #d5b0687x; date of manufacture: 02/01/2015; date of expiration: 02/28/2020. Vp-709-x lot #t1f0089b; date of manufacture: 06/01/2011; date of expiration: 06/30/2016. Vp-709-x lot #t1g0088b; date of manufacture: 07/01/2011; date of expiration: 07/01/2016.

Event description:
According to the reporter, during a carotid endarterectomy procedure, the patient needed to be returned to the operating room for post operative bleeding. At reoperation, found the 6-0 monofilament suture that was used to sew the patch had snapped in half. The broken suture is what caused the patch to separate, results in severe bleeding. Suture will not be returned, exact lot number is not known.